Event description:
It was reported that the fiber fractured in two sections. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported fiber break cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.